Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited episodes of oversensing. Technical services (ts) observed previous episodes in which the pace impedance measurements had dropped, remaining within normal range, after this patient had undergone a valve surgery. Isometrics had been performed a year later which no noise was observed. Additionally, electromagnetic interference (emi) was observed along with undersensing. Sensitivity had been reprogrammed from 0.5mv to 0.15 mv due to the undersensing. Ts recommended additional isometrics and sensitivity testing for this ra lead. This ra lead remains in service. No adverse patient effects were reported.